Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.